Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's atrial lead exhibited inappropriate mode switch due to noise oversensing. Low pacing impedance and decreasing p wave was also noted on the lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of sensing noise, low pacing impedance and p-wave amp variation were confirmed. As received, a complete lead was returned in one piece. Electrical testing found an internal short between the outer coil and inner coil. Visual examination of the inner insulation found abrasion breaching the inner insulation and exposing the inner coil under the suture sleeve. The cause of the reported events was isolated to the exposure of the inner coil at the abrasion zone.